Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test taken on (B)(6) 2026. No confirmatory test was taken as the consumer did not want to seek consultation with a healthcare provider. The consumer experienced loss of taste, cold, headache, and a sore throat at the time of testing. No negative patient impact was reported.